Manufacturer narrative:
Conclusions - the instrument was not returned for evaluation. The reported failure could not be confirmed nor denied. The tip accessory used in conjunction with this instrument during the reported case was returned and evaluated. See MDR 2955842-2008-000xx for failure analysis results.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon was using the monopolar curved scissors instrument when the cautery burned thru the wrist of the monopolar curved scissors tip cover accessory. The tip cover was replaced to successfully complete the procedure. No patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it relates to this event. #2955842-2008-00019.